Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article reviewed mitral valve-in-valve with 4d intracardiac echocardiography: procedural and imaging technique, in catheter cardiovasc interv. 2023:1-4. Doi: (B)(4). Per the article, patient with a 29mm 6900ptfx mitral valve implanted (2010) for an unknown implant duration underwent valve-in-valve procedure due to severe bioprosthetic mitral stenosis. Patient presented with progressive dyspnea on exertion. Tmvr was successfully performed with a 29mm sapien 3 transcatheter valve. The patient was monitored on the floor overnight and discharged the next day.

Manufacturer narrative:
Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.